Event description:
It was reported that the insulin pump alarmed an error. The reporter did not provide the blood glucose reading. The caller noted that the insulin pump would alarm after it had been rewound and the act button was pressed to proceed with priming. Nothing further reported.

Manufacturer narrative:
(B)(4). The insulin pump alarmed during the basic occlusion test due to a loose/protruded drive support disk. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window, and stained end cap sticker.